Event description:
Incident occurred during use on a pt while on a heart lung unit. Incident occurred approx 45 minutes to 1 hour from start of case. Approx 5-10 minutes after the pt went to bypass, the issues were noticed. Hospital staff noticed the pt's co level was rising and asked for the mixer to be adjusted. The perfusionist set the mixer to the level they thought it should be at and noticed that no change occurred. Another mixer was grabbed and the mixers were switched out. Customer reported oxygen levels stayed at 21% and could not get the level to adjust. Attempts to adjust fractional inspired oxygen (fio2) did not change level. Device was disconnected from gas source then reconnected; device fio2 level still at 21%. The perfusionist disconnected the gas source from the device a 2nd time and the device worked.

Manufacturer narrative:
The air oxygen mixer received with a low flow flow-meter assembly attached. The mixer did function but was out of spec in several areas and had several leaks. The unit was tested with the flow meter attached and tested without the flow-meter. The results are the same. This model of air/oxygen mixer is a high flow device designed for high flow general applications. It is designed for a maximum flow of 100 lpm. This device model is not mfg with a flowmeter(s) attached as part of its approved configuration. Device has not been serviced by mfg since initially sold. The probable cause of the reported complaint is the medications made to the device to a configuration for which the device is not designed nor calibrated.